Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03709, and 3005099803-2009-03710 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a esophagogastroduodenoscopy procedure performed in 2009. According to the complainant, during the procedure, all 3 of the clips would not deploy. The first 2 clips came out of the sheath properly but wouldn't open. The third clip came out of the sheath and flopped over. It would not open and could not be put back into the sheath. The doctor somehow knocked it off of the sheath. The case was completed with a fourth resolution clip device from a different lot. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Failure to open. The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.